Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that the other manufacturer's right ventricular (rv) lead, connected to this implantable cardioverter defibrillator (ICD), had an out of range pace impedance measurement, greater than 3000 ohms. Additionally, the presenting electrogram (egm) showed no capture on the lead. The patient was brought into the clinic that day and testing was normal, with pace impedance at 396 ohms, and threshold at 0.9v @0.5ms. No noise has been seen. The patient has been experiencing episodes of feeling light headed lasting approximately 10 seconds for the past 2 years. However the patient has not had any syncope and the episodes are extremely sporadic. One of these episodes occurred a couple of days prior; however it could not be confirmed whether this was at the time of non-capture. The patient's underlying rhythm was 30 beats per minute (bpm) and is the rhythm the patient presented with. The rv lead was tested by a pacing system analyzer (psa) during the device changeout and impedance was about 380 ohms and threshold was 0.7 volts at 0.5 milliseconds. The lead remains in service and the ICD was replaced with another manufacturer. No additional adverse patient effects were reported.